Event description:
An attempt was made to deploy a 2.5mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in to a patient. It was reported that the endeavor sprint rx device was being used to treat a highly calcified lesion. It was reported that following a failure to cross the lesion, the device was retracted; however, the stent was sheared off by the guide catheter due to not being coaxially positioned. It was reported that the account has confirmed that there was no issue with the device. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation results and conclusion: severe calcification, guide catheter, attempt to pull the undeployed stent back into the guide catheter. Results: failure to deliver the stent and stent dislodgement. No device received for evaluation.